Event description:
The pt has a synchromed pump replacement performed on 7/27/1999. The pt had been treated with a pump and baclofen for 4 1/2 years of spasticity related to spinal cord injury. The physician overfilled the reservoir during the implant and the reservoir valve became activated. The reservoiur contents will not infuse when the reservoir valve is activated. The pt experienced the onset of seizures and fever within 24 hours of the implant. The hosp had prepared their own baclofen mixture and analysis of the mixture showed it was less than the prescribed concentration (exact concentration unk). The physician removed the contents of the reservoir and refilled the reservoir with a new solution. The hcp gave the pt a bolus dose of the baclofen mixture and the seizures and fever resolved. The reservoir valve is activated when the pump is overpressurized due to not completely removing the pump contents in this case. This valve prevents further overfilling of the reservoir. The contents of the reservoir must be removed and the reservoir subsequently refilled before infusion may continue.